Event description:
Boston scientific crm received information that the patient implanted with this device expressed dissatisfaction regarding the additional follow up required due to the advisory and requested financial reimbursement. According to the patient prior to the advisory announcement they were followed every six months, after the advisory announcement the follow up schedule was increased to every three months with weekly remote interrogations via the latitude patient management system. The patient requested financial reimbursement for the additional expense of the advisory and when informed no such program existed the patient threatened pursing litigation. Additional information was received that this device was electively explanted. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.